Event description:
It was reported that the insulin pump had been exposed to fluid after the customer entered a pool with the device still on. The blood glucose reading was 325 mg/dl. The customer stated that he changed the infusion set out and while he was priming, the device alarmed no delivery. There had been some condensation on the insulin pump, but the customer observed that it was now gone. He also noted that there was fluid under the display. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage in electronic assembly. Unable to verify alarm due to blank display. Insulin pump had minor scratches on display window and cracked reservoir tube lip.